Manufacturer narrative:
Account found the manifold runs, but no head up movement. Technician informed the account to swap coils with wires attached to isolate and also try the manual foot pump to isolate the issue. Check the head up or head down valves and cardio pulmonary resuscitation valve to isolate the issue. Account found the head would not raise manually or electrically. Account replaced the head up valve solenoid to resolve this issue.

Event description:
Account alleged that the head of the bed does not raise. No injury reported.